Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor needed to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor has two significant scratches on the display. Otherwise, it displays good image with no anomalies. Device manufacturing date is unavailable. Concomitant medical products: product ID: 9 733623, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor is flickering with horizontal line. Adjusting the cable on the monitor did not resolve the issue. There was no patient present when this issue occurred.